Manufacturer narrative:
The device was not returned for analysis. The lot history record and similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the case information, the cause of the material separation could not be determined. It is possible the wire was damaged during the insertion process; however, this could not be confirmed. The reported additional treatment, and removal of foreign object appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning. A follow-up report will be submitted with all additional relevant information. The other two guide wires referenced are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a tibial artery. Two 190cm hi-torque command extra support guide wires (gw) were advanced to their designated location without issue; however, resistance with the guideliners was met during removal, so they were removed as a single unit. A 5cm hi-torque spartacore 14 300 gw was advanced without issue, but during use, the tip separated in the tibial artery. The tip was successfully snared. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.